Manufacturer narrative:
P-cap locked into place successfully during testing. Pump passed displacement test and self-test. Unit powered on with unexpected pump error 63 alarm. Unit underwent secondary download utilizing thus software. Successfully utilized thus to download history files and trace files. On adapt, pump error 63 alarm was recorded twice. Pump error 63 alarm due to hardware error. Line # = 367, file # = 37. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, customer concern for audio/vibrate anomaly/absence of alarm was not confirmed due to unit testing and functioning properly. Concern for cosmetic damage at battery compartment was confirmed per visual inspection. In addition, unexpected pump error 63 alarm was due to hardware error. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported pump was loud when it rewinds. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.